Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes received. Op-notes stated that patient was being revised due to adverse local tissue reaction in left hip. The principle procedures performed were revision of left total hip, irrigation and debridement, and bursectomy of left greater trochanter. The patient had a fall 2 to 3 weeks prior to the revision procedure and suffered superficial bruising. The patient then development a mass at the distal end of the wound. Abundant white cystic type masses lining the joint, consistent with adverse local tissue reaction was observed. Presence of fibrous and scar type tissue, and granulation type tissue around the bony edges was noted. Corrosion was noted around the head - neck junction. The cystic tissue was debrided and the head, neck, and liner were revised. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00771.

Event description:
It was reported patient¿s hip was revised 6 years post implantation due to adverse local tissue reaction, infection, and corrosion. Attempts have been made and additional information on the reported event is unavailable.